Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient developed an infection that became an abscess 2.9 months post miradry treatment. Antibiotics were prescribed. However, the infection did not respond to the antibiotics.